Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a ted stocking. The customer states a pt complained of numbness on both legs 7 days after a urology catheter was inserted. The diagnosis was peroneal nerve palsy.